Event description:
The event occurred on various dates in (B)(6) 2025 involving a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. The customer reported leaking j-loops for IV extensions, it has happened 5x in the last two weeks. The patient is a 64-year-old female. There was patient involvement and unknown human harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation- it has been requested. The investigation is pending.

Manufacturer narrative:
The complaint of leaks on item mc33038 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.